Manufacturer narrative:
This report is generated as a result of a service screening in 2007. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Compressor mini has no power and will not start.